Event description:
It was reported that during extensor tendon repair surgery, the surgeon was drilling through guide when he felt the drill catch, tried to reverse the drill while holding the guide and pull out and the handle of guide snapped off as well as the drill bit was jammed in the guide. Nothing fell inside the patient. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the disposable kit 2.8mm shoulder q-fix device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, " the handle of guide snapped off as well as the drill bit was jammed in the guide." A review of manufacturing records for the reported lot number 2046617 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Visual evaluation shows the drill guide handle is detached from shaft. The drill is stuck inside the guide, wrapped with surgical tape, and cannot be removed. Functional evaluation is not possible due to the drill and drill guide damage. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force on the handle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.